Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: computer (B)(4) nav with pcoip s8 svc battery (B)(4) 48v s8 svc ups (B)(4) main cart s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there have been several crashes. The system would work after a reboot so there has been no impact on patients. Additional information was received. It was clarified that the multiple crashes occurred during the same event and not across multiple procedures/instances.

Manufacturer narrative:
Continuation of d11: other relevant device(s) are: product ID: 9735764, lot/serial #: (B)(6). The computer was returned for analysis. After functional testing and visual/physical examination the reported issue was not confirmed. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The settings were correct. The video capture card was functioning correctly. The computer passed all burn-in testing. All dvi, hdmi and dp display ports function correctly. The computer was fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the computer, uninterruptible power supply (ups) and associated batteries were replaced. The navigation system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, lot/serial #: (B)(6); product ID: 9735773, lot/serial #: 1849 ; product ID: 9735787, lot/serial #: (B)(6); product ID: 9735787, lot/serial #: (B)(6). H3). The battery was returned to the manufacture for evaluation. After functional testing, performance testing, and visual/physical examination the reported issue was confirmed. Battery was tested with accompanying uninterruptible power supply (ups). Battery heated up during testing due to overcharging and the ups shut down. Voltage measured 42.46v before and then 53.47v after shutdown. No sign of corrosion or leaking cells. B01, c02, d02. The uninterruptible power supply (ups) was returned to the manufacture for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The uninterruptible power supply (ups) displays red err light upon plugging in to ac power. Ac light does not illuminate. Ups will not power on. B01, c02, d02 another uninterruptible power supply (ups) was returned for analysis. After functional testing, performance testing, and visual/physical examination the reported issue was confirmed. Ran unit for +24hrs with the accompanying battery. All ports are outputting the proper voltage. Ups ran on battery power for the programmed ~11.5 minutes after being removed from ac power. Ups performs as expected. No failure found. B01, c19, d14 the computer was returned for investigation and is under analysis at this time. B21, c21, d16 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.